Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 256 mg/dl (aviva) and 124 mg/dl (compact plus). No adverse event reported. Return of the suspect device was requested for evaluation.